Manufacturer narrative:
The suspect device is not expected to be returned for eval. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.

Event description:
The user reported that the catheter was placed in the pt on (B)(6) 2011. The pt returned to the clinic once last year with the catheter fractured/separation from the plastic connector. The fracture/separation occurred again on (B)(6) 2013. No harm or injury was reported. The user did not provide a lot number.